Event description:
A registered nurse (rn) contacted global technical services requesting assistance with bypassing the drain on the home choice (hc) machine during drain 1. The drain volume (dv) equaled 720ml. The fill volume (fv) equaled 1000ml. The rn stated he did a bypass of drain 1, the home patient (hp) had not reached the 85% drain and wanted to know if he should bypass the other drains. The technical service representative (tsr) explained do not bypass, but to call for assistance. No patient injury or medical intervention was reported. A follow up was done via phone call; the rn stated the home patient (hp) has continued therapy no injury or medical intervention was reported as a result of this incident.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, a sample evaluation will not be conducted.

Manufacturer narrative:
(B)(4). The nurse contacted baxter requesting assistance with bypassing drain 1. The nurse stated he bypassed drain 1; the home patient had not reached the (B)(4) and wanted to know if he should bypass the other drains. The technical service representative explained not to bypass, but to call for assistance. The assignable cause for the reported issue was determined to be use error. The device was not returned for evaluation. Review of the service dates and activities revealed the previous return of the device was not for the reported problem of user error. Labeling was reviewed for use error(s) and there were no issues and no label deficiency. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.